Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
To rule out production related influences the production records of the affected oxygnator were review. According to the final test results, the oxygenator (serial#(B)(6)) passed the test as per specifications. Production related influences can be excluded. For further investigation patient data was collected and a medical evaluation was performed by medical affairs specialist on 2021-01-08: the blood gas appears to represent a partially respiratory compensated metabolic alkalosis because the ph is in a normal range but co2 and hco3- are both high above expected normal values. It is mentioned that the patient temperature was 37 degrees and the blood flow was 4.9 lpm during gas draws. Further, the customer stated that 3 lpm of sweep gas of 100% o2 was applied. There was, likely, no perceptible dysfunction in the oxygenator, because the partial pressure of o2 (po2) on post membrane side was higher than on the pre-membrane side (> 400 po2 post-membrane) which is as expected in a normally functioning oxygenator. However, the customer showed that the co2 was higher on the post-membrane side than on the pre-membrane side. Following causes could lead to this behavior: - if a portion of the internal membrane were clotted and not observable by the user, then the blood flow would reroute around the blood clot, seeking a path of least resistance and, possibly, changing the concentration of the gases. - if significant condensation is present within the gas pathway, then the gas flow may reroute to lower resistance areas of the gas pathway, possibly affecting the driving pressure for partial pressure of co2 (pco2) resulting in a change the pco2 concentration of the blood. - the customer stated that the gases were drawn from the appropriate locations (inlet and outlet connectors) of the quadrox-ID. With this explanation, it is assumed that the post-oxygenator gas was not drawn from the upper luer of the post-membrane side of the oxygenator which may reflect an incorrect (abnormal) pco2 concentration. Based on this the reported issue could be confirmed but no product related malfunction. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer states that the oxygenator is putting out higher co2 values on post oxygenator blood gas than pre oxygenator blood gas. This occurred on 2 occasions (B)(6) 2020. Patient blood gas is normal and they are not changing out the oxygenator. (B)(4).